Event description:
Patient presented with high impedance and went in for surgery. Full system replacement was performed as lead fracture was suspected. When the new generator and lead were implanted, high impedance was seen again. The new lead was then connected to the old generator, and high impedance was seen again. The doctor trimmed the granulation, enlarged the wound and changed the electrode winding position upward of the nerve, but the high lead impedance did not improve. In order not to prolong the anesthesia time any more, vns implant was discontinued and no products were implanted. The doctor commented that the high impedance may be due to a problem on the vagus nerve side (such as granuloma) rather than a device defect, but they are not sure why it would still occur even after changing the electrode position. The high impedance on the old generator and lead was later determined to be due to incomplete pin insertion and therefore is not reportable as a malfunction since it was due to user error. This MDR captures the high impedance on the new lead opened during surgery. The device history records were reviewed for the suspect lead. The lead passed all quality control measures prior to distribution, and there were no unresolved nonconformance's found prior to distribution. The suspect device has not been received to date. No further relevant information has been received to date.

Event description:
The suspect device was received but product analysis has not been completed to date.

Event description:
Product analysis was completed on the new generator opened during surgery. Indention marks were observed on the bottom of the setscrew, indicating connection was made with the lead pin. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis was also completed on the suspect lead. The high impedance allegation was not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Three sets of setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead was present at one point in time. The lead connector was inserted in the header of pulse generator and no anomalies that could prevent proper insertion were identified. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaint of high impedance. As previously observed in the generator data, only one system diagnostic test was performed on the day of surgery at 2:19 pm, which indicated high impedance. Multiple interrogations were performed after this point until 6:18 pm and impedance remained high. It is likely that the diagnostics performed at 2:19 pm occurred while the generator was still in the package, and then the surgery occurred later at ~6pm and no further diagnostics were performed, therefore it was still showing the stored impedance value from when the generator was not connected to the lead. It is known that system diagnostics must be performed to update the impedance value on the m106 generator.

Manufacturer narrative:
A2. Corrected information, initial report: inadvertently had the wrong dob and age.